Event description:
Reported per clinical trial (B)(4): (B)(6) 2013 - subject patient underwent a primary open midline umbilical hernia repair procedure. The size of the hernia defect was 4cm x 1cm. A bard/davol ventrio hernia patch was placed midline in an underlay fashion using intra-peritoneal placement using non-bard/davol mechanical staples and sutures. Full skin closure was achieved using staples. The patient was discharged on same day. (B)(6) 2015 - a CT scan was performed and diagnosed the patient with a recurrent incarcerated incisional ventral hernia. (B)(6) 2015 - subject patient was confirmed with recurrent hernia during physical examination. (B)(6) 2015 - subject patient underwent a upper midline incisional hernia repair for hernia recurrence and was implanted with a bard/davol ventralex hernia patch. An upper midline incision was made in the abdominal region and the suturing was made using both prolene and in a interrupted stitch and the skin was fully closed. Per the study clinician, the reported adverse event has been assessed as severe, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, about 1.7 years post-implant of ventrio mesh, the patient was diagnosed with recurrent incarcerated incisional ventral hernia for which patient underwent surgical intervention. As reported, the ae has resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and possibly related to the index procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. To date, there have been no other reported complaints for this lot number. Not returned - remains implanted.